Event description:
It was reported that the ilet device exhibited hardware damage in which the screen and bezel were separating, though blood glucose was not impacted and the patient transitioned to backup therapy. Symptoms included no reported clinical effects. Outcomes included no change in glycemic control and continued therapy via backup method. Investigation included complaint intake and arrangement for device replacement with return of the original device for evaluation. Investigation of this case revealed a physical integrity concern localized to the display assembly consistent with screen bezel separation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the display assembly housing.